Event description:
It was initially reported that the patient experienced a shocking sensation while at the grocery store. The patient did not turn off the implantable neurostimulator (ins) when she entered the store and reported being "shocked by everything she touched." The patient had been reprogrammed "a few weeks" prior to the incident. Follow up information from the company representative reported that all impedances were within the normal ranges and no problems with the ins were seen when the representative reprogrammed the patient. No malfunctions were seen and the patient had good therapeutic coverage following the reprogramming. A follow up letter from the patient's physician indicated the cause of the event was unknown and resulted in no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).